Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vaso view hemopro was connected to the power cord and it started smoking and overheating. This was discovered prior to it being used on a patient.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).